Event description:
Ligasure impact would not work. Attempts to resolve the issue resulted in "instrument not recognized, replace instrument" messages. The instrument was plugged in to the correct section of the generator. FDA safety report ID# (B)(6).